Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was not feeling stimulation. The caller reported that when the patient stopped feeling stimulation they were able to make it to the bathroom, but had to hurry. The patient has reportedly had 2 accidents in 2 days. The caller was advised that the patient can try increasing stimulation and the patient stated that they would do so later when their daughter would be there to help them. Patient status is unknown at the time of this report and the issues were reported to have been sudden. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.